Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were transferred from the emergency medical services to the emergency room and was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was around 500 mg/dl at the time of the hospitalization and was treated with IV fluids. The customer had nausea and had multiple blood glucose, which are over 500 mg/dl. The customer reported that they feel okay for troubleshooting. The customer reported that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. The customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.